Manufacturer narrative:
A carefusion field service representative (fsr) went onsite to evaluate the suspect device. The fsr found the device had already been opened by the customer's biomedical department prior to his arrival, so it was unknown what had been already adjusted. The fsr was unable to duplicate the customer's reported issue but was able to confirm the xdcr fault within the device's event log. The fsr identified an oxygen calibration error during testing but it is considered to be unrelated to the customer's original reported issue. The fsr replaced the main printed circuit board (pcb) and completed calibrations of the device in order to resolve the customer's reported issue. The operational verification procedure (ovp) was performed and the device was returned to the customer operating to manufacturer specifications.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm during patient use. The customer reported that there was no patient harm and the patient was transferred to a back up device.